Event description:
Right before a scheduled device replacement, several right ventricular noise events were observed in the device's recorded episodes. In the arrhythmia and therapy history, it was possible to see many other ventricular fibrillation episodes since (B)(6) 2017. Noise maneuvers were performed and it was possible to induce this noise mainly when pressing right below the implanted can. Upon these findings, the physician preferred not to open the patient until further analysis in order to decide if lead replacement should or not be performed. All therapies were switched off until further decision. The preliminary analysis revealed that the noise oversensing was due in part to a lead issue or a lead/device connection issue; and on another part to emi or myopotentials.

Event description:
Right before a scheduled device replacement, several right ventricular noise events were observed in the device's recorded episodes. In the arrhythmia and therapy history, it was possible to see many other ventricular fibrillation episodes since december 2017. Noise maneuvers were performed and it was possible to induce this noise mainly when pressing right below the implanted can. Upon these findings, the physician preferred not to open the patient until further analysis in order to decide if lead replacement should or not be performed. All therapies were switched off until further decision. The preliminary analysis revealed that the noise oversensing was due in part to a lead issue or a lead/device connection issue; and on another part to emi or myopotentials.